Event description:
I had a breast augmentation on (B)(6) 2012. In (B)(6) of 2015, I started experiencing back pain, eye twitches, restless legs, knee pain, sensitive teeth and shooting pain in my knees and wrists. On (B)(6) 2015 I experienced facial numbness that extended down the entire right side of my body. During the next few months, my symptoms increase to include headaches, breast pain, neck pain, a broken tooth, shooting pains throughout my body, vision issues, difficulty concentrating, memory loss, extreme fatigue and hip / thigh / leg pain that eventually made it very difficult to walk. I saw an internist, gynecologist and neurologist and had several mris (sacroiliac joints, lumbar, spine, cervical spine and brain), an abdominal and pelvic CT scan and several blood tests. All results came back "normal". I visited two rheumatologists, one diagnosed me with fibromyalgia. I lost my job as I was forced to take a leave of absence on short term disability. I lost my medical insurance. These symptoms have been ongoing for four years now. They now include a constant pressure / pain in my chest, constant breast pain, severe anxiety, panic attacks, throat issues, joint pain, dizziness, and nausea as well as many others. I have been told by drs for years that there is nothing wrong with me. But I know my body. I trust my body. After much research I am certain that my decline in health is directly related to my mentor smooth round moderate classic silicone implants. I was told by my implanting surgeon that they were complete safe except for the risks of capsular contracture and infection. I am now aware of breast implant illness (bii) and know that they were never safe. I am now aware that women everywhere with breast implants are experiencing everything that I am experiencing and only after explant are their symptoms diminishing and / or disappearing. FDA safety report ID# (B)(4).